Manufacturer narrative:
The company rep observed a "power supply failure" alarm in the fault logs. He replaced the power supply (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "fault code #64" (power supply fan failure) alarm and shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.